Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-33424 and 1627487-2020-33425.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33424 and 1627487-2020-33425. It was reported that the patient was experiencing ineffective stimulation despite multiple reprogramming sessions. The patient had their scs system explanted and replaced with a drg system.